Event description:
It was reported that the screen on the external pulse generator was cracked. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the liquid crystal display lens was broken, and found that both bail covers were broken and that the ring was bent.